Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "surgeon fired 2-3 clips successfully proceeded by a continuation of scissoring clips. One of the scissored transected the cystic duct resulting in bile leakage and time consuming repair and ligation. This is a 'no product' cer. The hospital has been requested to save event samples, but none were set aside from the case." Pt status: "ok".